Event description:
It was reported that post sensed t wave oversensing determined to be post paced t wave oversensing was observed on the implantable cardioverter defibrillator (ICD).

Event description:
New information received notes the patient was asymptomatic, no changes were made, the patient was being monitored. The patient was stable.

Event description:
The initial event should have noted that "post sensed" only not "post paced" t wave oversensing was observed on the implantable cardioverter defibrillator.